Event description:
As reported, approximately 8 years post the initial left total knee arthroplasty, the patient was revised due to cuff failure and possible infection. The all poly glenoid was removed, as well as the 50 x 23 anatomic head, the 4.5mm replicator plate and the torque screw. The stem was rotationally stable and was left in. A competitor baseplate with a 42 glenosphere was implanted, and the humeral side was matched with a +0 tray and 42mm +0 liner. Photos provided show wear of the glenoid component. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.